Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 05/22/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no errors, alarms, or warnings related to the complaint. The battery compartment and returned battery cap were intact. The cap was able to fully tighten on to the pump with no power loss. The current draws were found to within specifications. The pump cover was opened and no internal defect was found. The complaint of excessive heat was not duplicated.

Manufacturer narrative:
(B)(4).